Manufacturer narrative:
Based on the information currently available, there is no allegation of batter issue as good faith effort confirmed this was for buying batteries, no claim of device fault. Therefore, this record will be closed as a non-complaint.

Event description:
Philips received a complaint on the defibrillator indicating the customer needs to buy electrode plate. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6) a follow up report will be submitted upon completion of the investigation.